Event description:
The patient was implanted with a surgical lead on (B)(6) 2007. It was reported that during a recent programming session, several of his lead contacts were not working properly. The patient was reprogrammed using the valid lead contacts and stimulation was achieved. No surgical intervention is planned at this time. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the lead.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.